Event description:
Additional information received reported that the patient had the alarm silenced and pump was programmed to ¿stop mode¿ prior to the date of this report. The pump had started to re-alarm. When the representative interrogated the pump, ¿stopped pump¿ message popped up on the initial screen. The interrogation also showed ¿stopped pump exceed tube set; low reservoir alarm occurred; infusion mode stopped pump; pump shut off for 1092: 15.¿

Event description:
It was reported that an alarm was heard and confirmed by telemetry, and patient was planning to have pump explanted. Telemetry confirmed a non-critical alarm was occurring, due to low reservoir volume reached. Reporter stated that patient claimed the pump was 'full of dilaudid', however the reservoir volume showed only 1.0ml. The pump was in 'pump off' mode, as it was to be explanted 'in about a month'. Patient claimed that 'the pump hasn't worked since two months after implant', so they were electing to have the pump removed. The medication in the pump was hydromorphone (dilaudid). Patient and event outcome were not provided. No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient's pump was explanted as planned. The patient status/outcome following the event was reported as 'no injury/no adverse event'. Reporter stated there were no patient symptoms/injuries related to this event. Patient elected the pump explant, and the healthcare provider gave the pump to the patient, so the pump was unable to be returned for analysis. In addition to the dilaudid previously reported, the pump also contained bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), explanted: 2012 (B)(6), product type catheter (B)(4).

Manufacturer narrative:
(B)(4).